Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of outflow graft revision. Date unknown. No further information was provided.

Manufacturer narrative:
Section a2: patient age is estimated based on age at time of implant. Section b3: date of event is estimated as it is unknown . Updated manufacturer's investigation conclusion: a potential outflow graft obstruction could not be confirmed through this evaluation as no images of the outflow graft were provided and no product is available for analysis. The account reported on (B)(6) 2020 that the patient had a history of outflow graft revision. Per the reported information and device tracking information, the patient was implanted prior to release of the outflow graft clip. Multiple attempts were made to obtain additional information from the customer regarding the patient's outflow graft revision; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 04apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Per the reported information and device tracking information, the patient was implanted prior to release of the outflow graft clip. The heartmate 3 lvas IFU includes instructions for installation of the outflow graft clip in section 5 "surgical procedures". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a potential outflow graft obstruction could not be confirmed through this evaluation as no images of the outflow graft were provided and no product is available for analysis. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.